Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The insertion site was pelvic. The infusion set was in use for three days. The patient replaced infusion sets and resumed insulin. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009286, in question was manufactured at the reynosa site. · device history record (DHR) review: the lot 6009286 was manufactured according to the (wi) version 81 and packaging in the multivac m12 on 17-sep-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4j02998 was manufactured according to the (wi) version 27 assembled in the quickset line, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4j02999 was manufactured according to the (wi) version 27 assembled in the quickset line, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4j03000 was manufactured according to the (wi) version 27 assembled in the quickset line, on 18-sep-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4j02855 was manufactured according to the (wi) version 42 and manufactured in the line 08-05-04, on 16-sep-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.